Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Episodes of oversensing noise from myopotentials and crosstalk were observed on the right ventricular (rv) lead that resulted in loss of capture. Technical support was contacted and recommended reprogramming. The patient's condition was stable and will continue to be monitored. Related MFR reference number: 2938836-2017-23314.